Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that an unknown patient with a history of covid positive in (B)(6) 2020 underwent a paroxysmal atrial fibrillation (afib) ablation with a thermocool® smart touch® sf bi-directional navigation catheter and suffered a cardiac arrest and a cardiac tamponade requiring a pericardiocentesis and placed on extracorporeal membrane oxygenation (ECMO). After the procedure, while the patient was on the unit, the patient suffered a cardiac arrest and a cardiac tamponade requiring the patient to return to the lab for a pericardiocentesis removing 200 cc of fluid. The patient was then placed on extracorporeal membrane oxygenation (ECMO) and returned back to the unit. The procedure was unremarkable and there were no signs of any complications and the patient was stable during the procedure. The physician did not provide a causality opinion for the cause of this adverse event. There is no information about the hospitalization. The patient¿s status was unknown upon follow up. Irrigation catheter was used in the event and the correct catheter settings were selected on the generator. The pump was switching from ¿low¿ to ¿high¿ flow during ablation as intended. There were no error messages observed on biosense webster equipment during the procedure. Force visualization features used: dashboard, vector and visitag. The visitag module parameters for stability were 2mm, 3sec,25%fot, 3mm with ablation index color option used. No additional filter was used with the visitag. There was no evidence of a steam pop.